Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User reported ise results were not reproducing for control and patient samples. A total of 3 patient samples were affected. Only one of these samples had discrepant results. Sample type is serum. Sample was initially run on ise module 2 and gave a result of 135 mmol/l for sodium and 5.5 mmol/l for potassium. The sample was repeated on ise module 1 and gave result of 97 mmol/l for sodium and 3.9 mmol/l for potassium. No results were reported and no patients were affected. Electrode lot numbers were not provided. The field service representative was unable to find a cause. He found the ise modules were operating correctly upon his arrival. He inspected the ise modules and associated tubing, valves and syringes. Performed several precision runs with all results acceptable. Replaced ise electrodes as they were due to be replaced. He noted it was possible that the problem may have been a temporary clot in the system. To verify analyzer performance, calibration, controls and precision studies were run with acceptable recovery.